Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect the patient controller (pc) to the scs ipg, "generator not found" message was displayed. Troubleshooting was not able to resolve the issue. The patient stated she had undergone hip replacement surgery and the stimulator was left on during the procedure. Additional troubleshooting and review of the device logs indicated the ipg was in a non-bondable state or inoperable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.